Manufacturer narrative:
One 72203721 - fast-fix 360 curved ndl dlvry sys ei intended for use in treatment was returned for evaluation. The information provided states: ¿during an acl procedure, the t2 anchor did not detach from the placement instrument, so the first t-implant had to be removed¿. Visual assessment showed needle was slightly bent. T1 and t2 remained on the delivery needle. The depth limiters have been cut to the surgeon¿s desired length. An exact root cause cannot be determined with confidence; however the IFU states: ¿do not bend the delivery needle. The fast-fix 360 devices are manufactured with straight or curved delivery needles. Intentional bending of the delivery needle may make it difficult or impossible to deliver the t1 and t2 implants. If the delivery needle has been inadvertently bent, or if resistance is encountered during deployment, a new delivery device may be needed¿. There were no indications that would suggest that the device did not meet product specifications upon release into distribution. A review of complaints and manufacturing batch records was performed, no other complaints of this failure was found. Further investigation is not warranted at this time.

Event description:
It was reported that during an acl procedure, the t2 anchor did not detach from the placement instrument, so the first t-implant had to be removed. Backup device was available to complete the procedure. No significant delay and no patient injuries were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.